Event description:
User facility medwatch report received that states,"caller called to report that during deployment of preclose by abbott that the device failed and cut off blood supply to her mother's femoral artery. Once the procedure was completed her mom complained that she was in pain and required a scan. The scan showed the blood circulation was cut off in the artery. This caused an additional procedure and longer recovery time. The reporter leaned that there were other preclose procedures on same day as her mother's that also failed. The reporter has tried to contact abbott twice to report the incident and they've not responded. She would like for them to know what has happened so that it will not happen to others." The following additional information was received from the account: the patient was under local anesthetics but had to be put under general anesthesia for the surgical procedure to repair the blockage. As a result of the general anesthesia a catheter was put in place and because of the patients age, the catheter was left in longer than usual. The catheter usually comes out the same day. Had she not needed general anesthesia due to the perclose issue she would not have needed to go through the inconvenience and pain of having the catheter left in longer. It was clarified that the reporter had learned of only one additional procedure where perclose failed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other perclose device referenced in b5 is being filed under a separate medwatch MFR number. User facility medwatch report # mw5146503.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to circumstances of the procedure. The patient effects of occlusion and pain are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. E1: initial reporter information: updated.